Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was returned after completing a 46-hour infusion and appeared to be malfunctioning. Although the patient received the full prescribed dose, the pump displayed an infused volume of 101 ml instead of the expected 100 ml. Additionally, the reservoir volume indicated 98.6 ml remaining instead of 0 ml. The infusion rate had been correctly set at 2.1 ml/hr. The event occurred during patient use, and no harm was reported.